Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. The sample was not returned for eval. Based on the info rec'd, the results of the investigation are inconclusive and the root cause is unk.

Event description:
It was reported that the physician used biopsy instrument for a liver biopsy, and it failed to get good tissue samples. The tissue samples were just fragments of tissue. There was not reported injury to the pt.